Manufacturer narrative:
The production device history record (DHR) of the intra-aortic balloon pump (iabp) involved in the event was reviewed. There were no non-conformances in the production DHR related to the reported event. A getinge service territory manager (stm) was dispatched to investigate. The stm evaluated the iabp unit but was unable to duplicate the reported issue, and noted that there was no evidence of condensation or fluids in the safety disk or pneumatic interface module (pim). The stm verified that the rear panel and compressor fan were operating correctly then completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) accumulated condensation in the helium tubing from the beginning of use. The iabp unit was replaced with another iabp unit to continue therapy without issue. There was no patient harm and no adverse event was reported.